Event description:
The customer called to report an alarm during normal use. The customer also reported that the battery cap was no longer staying in place. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/protruded drive support disk. No alarms were noted. The insulin pump was received with a broken battery cap top.